Event description:
It was reported that the insulation had been compromised.

Event description:
It was reported that the insulation had been compromised.

Manufacturer narrative:
Additional information will be provided once investigation has been completed.

Manufacturer narrative:
The product was not returned for investigation. The reported failure mode could not be confirmed. Probable root cause for the reported failure could have been possibly caused by: multiple uses of flash sterilization, rapid cooling after sterilization, contact with metal tray during sterilization, normal wear and tear and/or improper sterilization. However, this cannot be confirmed since the unit was not returned. In the event that the unit is returned, a full evaluation will be conducted and a follow up report will be issued. In sum, the product was not returned for investigation and the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.